Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 54.6mm abdominal aortic aneurysm. It was reported that during the index procedure landing was on the left external iliac artery, the blood vessel diameter of external iliac artery was 6-7mm. Etlw1610c156ej was implanted, but it was delivered inaccurately and 8mm was implanted inside the blood vessel. A CT was performed four days later and it was confirmed that occlusion had occurred. A thrombectomy was performed the next day and the thrombus was removed successfully. As per the physician the cause of the event was patient vessel morphology. It was reported the blood vessel diameter was narrow, and the risk of occlusion was high for all devices. No additional clinical sequalae were provided and the patient is fine.